Manufacturer narrative:
Pc-(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a cholecystectomy procedure, the cb12lt was not working. There was loss of insufflation (unable to hold or maintain pneumoperitoneum) and device seal issue. There was delay of a few minutes to procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4), date sent: 4/1/2022. Additional information was requested, and the following was obtained: can you please clarify what happened with the trocar? ¿ insufflation loss was there an issue with the trocar sleeve? - no was there an issue with the spring loaded shield?- no was there an issue with any of the device seals? ¿ yes, probably with seals was insufflation unable to be maintained? - yes was there an issue with the stopcock valve? - no please specify the exact device issue - insufflation loss unable to hold pneumoperitoneum. Were there any patient consequences? If yes, please describe.- no, mild delay in procedure for few minutes. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that cb12lt device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.